Event description:
There was an allegation of a questionable albumin result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 15.3 g/l. On (B)(6) 2026, the repeat result was 43.2 g/l. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number was 909611. The expiration date was requested but was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) checked the main pump pressure, replaced the gear pump head, and adjusted the pressure accordingly. The fse then cleaned the detergent unit, replaced the vacuum valve, sample probe, and sampling mechanism, and performed the rinse station modification procedure. Hardware precision check was performed at different times of the day while running qcs and samples in between. All passed successfully. The investigation determined that the service actions resolved the issue.